Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the catheter was received in 2 pieces. There was no blood or contrast visible and balloon was tightly folded. Visual and tactile inspection of the shaft appeared to have detached near port entrance approximately 10 inches from distal tip. Examination of the material surrounding the shaft did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, a shaft kink occurred. A non-bsc stent was implanted in the proximal to mid left anterior descending artery. The physician decided to use a 4.0 x 15mm quantum maverick balloon catheter, however, when it was opened the shaft was found to be bent. Another quantum maverick balloon was used to successfully complete the procedure. No patient complications were reported and the patient's status is fine. Returned product analysis revealed the balloon catheter was fractured into two pieces.